Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix did not extend. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the lead was damaged.

Manufacturer narrative:
The reported events of helix mechanism issue and lead damaged were confirmed. As received, a complete lead was returned in one piece clogged with dried blood/tissue. Visual inspection found the helix was stretched and bent. X-ray examination showed that the inner coil inside the connector region was over torqued. Electrical test showed that the lead was shorting due to the over torqued inner coil. The cause of the reported events were isolated to the stretched/bent helix and over torqued inner coil due to procedural damage.